Event description:
The customer stated that the insulin pump was stuck in the rewind mode. The customer's blood glucose reading was 383 mg/dl. The customer could not see well enough to perform troubleshooting. The customer did not have a backup plan to treat her diabetes. The customer declined to have paramedics called to assist her. The customer was advised to seek medical assistance. The customer's caregiver stated that the customer's blood glucose was high because of all the candies the customer was eating. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.